Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the instrument was found damaged during the surgery. Case completed as planned.

Manufacturer narrative:
Investigation results were made available. Additional: a1, h2, h6. Correction: b4, b5, d10, g4, g7, h3, h4, h10. DHR-review: ref: (B)(4); lot: 10937 - yield: 111. - delivered: 108. - scrapped: 3. - reason for scrapping: 2 pieces: process error during engraving, 1 piece: unknown the manufacturing records confirm that the instrument met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: deformed tip of instrument a trend is identified if at least one of the following criteria is met: ¿ 3 similar events within 1 month for the same item number ¿ 6 similar events within 6 months for the same item number ¿ 2 similar events for the same lot number. Event description: it was reported that the bit fractured while unscrewing a screw. Review of received data: no medical data such as surgical notes or any other case-relevant documents received devices analysis: - visual examination: the instrument has been returned for an investigation. It shows several signs of usage. The tip of the instrument is deformed. - hardness test: the hardness test has been performed by zimmer biomet's material research department and was determined to be with 55.2 to 56.6 hrc within the specification of 51 -57 hrc as defined in the applicable document. Review of product documentation: - device history records (DHR): the review of the DHR indicates that the instrument met all requirements to perform as intended. Moreover it confirms that the dimension of 20 out of the 111 manufactured pieces have been inspected according to the characteristics indicated in the applicable technical drawing and no failure has been detected. - raw material certificate: the raw material ceritificate has been reviewed. It confirms that material x46cr13 (1.4034) with the correct chemical composition has been delivered. Root cause analysis: root cause determination using rmw: - breakage of instrument due to inadequate design for intended performance not possible. => a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - deterioration in function due to wrong maintenance. => possible. As the instrument has been manufactured in 2012, a deterioration in function as a result of repeated use cannot be excluded. - malfunction, insufficient device performance or durability due to 1) user´s disregard of manufacturer´s recommendation, 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse), 3) abnormal use beyond risk control. => possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling. => possible, as it cannot be excluded based on the available information. - failure of surgery due to use of the device not compliant with defined indications / intended performance. => possible, as it cannot be excluded based on the available information. Conclusion summary: the explant bit has been returned for an investigation. The tip of the instrument is deformed. The manufacturing records confirm that the instrument met all requirements to perform as intended. The material hardness test confirmed that the material hardness is according to specifications. Excessive force must have been applied on the instrument for the tip to be deformed and compressed. One possibility might be that the connection area (torx) of the explant bit was not fully inserted into the screw, leading to the damage of the tip due to high forces. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported that the instrument was found damaged during the surgery. Case completed as planned.